Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was not reproduced. However, it was determined that the cable was damaged, leakage occurred which likely resulted to the temporary internal flooding, temporary poor communication occurred, as well as the image flickering and not being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image issues were unable to be reproduced; however, occurrence at the site could not be ruled out. Evaluation did find the coupler was deformed causing it to become stuck, the cable was damaged causing water leakage, and the switch board was damaged resulting in a lack of a click on button two. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the hd autoclavable camera head had no image or had image flashes. The issue was found during reprocessing. The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.